Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung se22 with android operating system version13. Customer was unable to obtain readings. As a result, customer experienced a loss of consciousness; however, upon regaining consciousness they were able to self-treat (unspecified). There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device in use with samsung se22 with android operating system version 13 and app version 2.8.2.9318. Customer was unable to obtain readings. As a result, customer experienced a loss of consciousness; however, upon regaining consciousness they were able to self-treat (unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported having problems scanning their sensor and getting readings. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy s20 android 13 2.8.2.9318 and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.